Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2021 from the medical examiner regarding a (B)(6) year old female patient with a medical history including end stage renal disease stating the patient had expired while performing a hemodialysis treatment without a care partner present on (B)(6) 2021. Additional information was received on 07-13 oct 2021 from a facility administrator, who stated that the patient had performed an uneventful treatment and was found unresponsive by her husband with unclamped central venous catheter (cvc) lines. Cardiopulmonary resuscitation (CPR) was performed without success and the patient expired. Per the medical examiner's report, the patient's death is unrelated to nxstage product and therapy.